Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi71000176, serial/lot #: (B)(4), s/n: (B)(4). A manufacturer representative went to the site to test the equipment. It was reported that the power enclosure was replaced. The imaging system then passed the system checkout and was found to be fully functional. The power enclosure was returned to the manufacturer for analysis. Through functional testing and visual/physical examination the reported issue as confirmed; there was an electrical short. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that while on site testing the system for an unrelated issue the manufacturer representative found that the charger enclosure was damaged. There was no patient present.